Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed was due to faulty charge coupled device. The cause of the faulty ccd could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during demonstration for educational purposes, the hd autoclavable camera head had black screen and no image. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue regarding no image was confirmed. During evaluation, it was observed, the connection to the processor had a small crack on the side. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.